Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the platform is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 16 (timeout moving to take-up position) error message. No patient involvement.

Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4) displayed a (ua) 16 (timeout moving to take-up position) error message was confirmed during the initial functional testing and archive review. The root cause was due to slipped bushing in the drivetrain. Unrelated to the reported complaint, a cracked front enclosure, ui (user interface) membrane's up/down button would function intermittently and sticky clutch were observed during visual inspection. The probable cause for the physical damage was due to the damage sustained by user mishandling. During archive data review, multiple ua 16 was observed confirming the reported event. The platform was functionally tested and displayed a (ua) 16 (timeout moving to take-up position) error message upon power up. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the slipped bushing in the defective drive train motor. When the bushing slips, the drivetrain motor will seize and unable to rotate. After replacing the front enclosure, ui membrane and drivetrain motor, and deburring of the clutch the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).